Event description:
The items in the box are correct, however, what is pictured on the box is not what is inside the box. This discrepancy lead to surgical case cancellation. Surgeon under the assumption that the wrong equipment supplies were in the kit based on the picture.